Manufacturer narrative:
Based on the results of the investigation, and although the definitive root cause of the reported issue could not be determined, the suggested event and the investigational confirmed finding of a blurry image most likely occurred due to a damage or deterioration of parts, environment problem like as dust/dirt/humidity/ambient light, optical problem, interoperability problem, overheating problem, and electrical problems like as signal loss or open circuit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope exhibited image stripes. The issue occurred during inspection for use. There were no reports of patient involvement.